Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Salute clinical study it was reported anemia occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device was implanted successfully. The following day, the patient developed anemia. The anemia resolved 5 days post procedure.